Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice (hc) device during dwell four of six. The care giver (cg) stated the unused blue supply line was not clamped, and there was also no cap on it. The technical service representative (tsr) advised the cg to end therapy. The tsr explained to the cg that the clamps on the unused line should always be closed and that the cap should be on. The cg stated the home patient (hp) would start over with new supplies. The tsr assisted the cg in ending therapy and removing the cassette. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this issue. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.